Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that whenever checked via remote transmission, the real time electrogram showed that patient was in an atrial arrhythmia, however, the device diagnostic does not show the patient is always in an arrhythmia. The device remains in use. No patient complications have been reported as a result of this event.